Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp)replaced the first implantable neurostimulator (ins) with a new one and patient was informed that the current one in the body was not working. It was also reported that the stim was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.